Event description:
It was reported that this right ventricular (rv) lead exhibited poor pacing threshold output during initial placement. Subsequently, this rv lead was attempted for repositioning, and the helix became bent which was confirmed via fluoroscopy and suspected to be caused by pulling excessively. Moreover, the helix could not be retracted even after retrieving outside the patient body. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported.